Manufacturer narrative:
Additional information has been requested. Manufacture site and manufacture date cannot be determined without a lot number. Investigation could not be concluded, no conclusion could be drawn. No device was received and no lot number was provided. Manufacturing records cannot be reviewed without a lot number.

Event description:
Patient's daughter reported patient fell and experienced a femur fracture. On an unknown date, a plate was implanted. Approximately 5 months post op, patient was still unable to walk on her own, her leg was swollen and bowing out and she was experiencing increased pain. X-rays taken showed the plate fractured. Patient was returned to the or for revision to a longer, same style plate. Subject device has not been positively identified as a synthese plate.